Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states, that about a week ago they lifted a student up in the lift and then noticed it would not come down, even with the emergency release. Consumer states, they can hear the motor trying to work but nothing happens with the lift. Consumer states, they were able to get the student out of the lift safely.